Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the proximal end of the stent has been damaged. The damage to the stent is consistent with force/resistance being applied to the stent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along catheter length. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Following predilation, a 32 x 2.50 promus premier¿ stent was selected for use and advanced but failed to cross the lesion. The device was removed and the proximal side of the stent was noted to be lifted up. The procedure was completed with a 2.5x33mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Following predilation, a 32 x 2.50 promus premier stent was selected for use and advanced but failed to cross the lesion. The device was removed and the proximal side of the stent was noted to be lifted up. The procedure was completed with a 2.5x33mm non-bsc stent. No patient complications were reported and the patient's status was good.